Manufacturer narrative:
(B)(4). Eval summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument jaws opened and closed as intended during analysis. The instrument locked out as intended, but the orange indicator was noted to be beyond of its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. . The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported the during an unk procedure the device was fired once and then it got stuck and would not fire anymore. It was not stuck on tissue. They opened a new device to complete the procedure. There was no patient consequence reported.